Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, there was foreign material on the forceps elevator and discoloration inside of the light guide lens of the duodenovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer could not identify the foreign material and the cause of the foreign material remaining was unable to be specified. Based on the results of the investigation, it is likely that the following led to the malfunction: the foreign material adhered to the location other than outer surface of the device, the user possibly could not remove the foreign material by reprocessing. The adhesion of the foreign material inside light guide-lens was caused by physical stress such as hitting/dropping distal end or chemical stress such as chemical solution used. Then light guide -lens glue peeled off, moisture invaded there and corroded. This issue is addressed in the instructions for use (IFU): IFU warns about inappropriate reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. Olympus will continue to monitor the field performance of this device.